Event description:
Caller asked to understand lead monitor and polarity switch. Lead warning and polarity switch occurred march 16t h. See cl and pdd attached below. 1694 life time vsic counts on jul 21st transmission. Variable bipolar impedance on the rv lea d. On this cl and today caller noted that the patient is programmed unipolar sti ll. With variable bipolar impedance potential for lead integrity issue. Ca ller ntoed the patient not dependent and physician would probably leave unipolar since its working fine that way. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).